Event description:
Initial and follow-up information received on 02-aug, 09-aug, and 19-aug-2010 from a physician respectively was processed together. This non-serious spontaneous case report from (B)(6), upon medical review, has been upgraded to serious based on the reclassification for the event (s) following assessment utilizing the company's new device reporting tree (B)(4). This case involves an adult female pt who received three sessions of poly-l-lactic acid (sculptra). The first session was given sometime in 2007 and the last session was given on (B)(6)-2009. It was injected into the cheekbones, cheeks, and rictus. No other treatment details were mentioned. Since (B)(6)-2010, the pt has experienced a fibrous reaction in the subdermal plane (on cheekbones, cheeks and rictus) and inflammation to her lower face. Relevant medical history and concomitant medication information were not mentioned. Corrective treatment - unk. Outcome - not recovered/not resolved. Reporter's causality assessment: not specified. A ptc (pharmaceutical technical complaint) was initiated: (B)(4)